Event description:
It was reported that the new hip kit didn't start working when the surgeon turned on the switch. Evaluation of the device later found that the battery had leaked into the battery pack. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Visual examination of the returned product/provided pictures identified the batteries had leaked inside the battery pack and ribbing had formed in the plunger housing preventing proper plunger movement. Functional testing found the device would not power on when connected to the original battery pack. When connected to the lab battery back, the device would not spray and made a loud clacking noise. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Visual examination of the returned product/provided pictures identified the batteries had leaked inside the battery pack and ribbing had formed in the plunger housing preventing proper plunger movement. Functional testing found the device would not power on when connected to the original battery pack. When connected to the lab battery back, the device would not spray and made a loud clacking noise. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the new hip kit didn't start working when the surgeon turned on the switch. Evaluation of the device later found that the battery had leaked into the battery pack. No adverse events were reported as a result of this malfunction.